Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that this artificial urinary sphincter (aus) presented a fluid loss due to a hole in the balloon. The ballon was explanted and replaced. There is no additional information reported.